Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalized low blood glucose readings. The customer's blood glucose reading was unknown. The customer stated that she had a lost sensor and spoke with health care provider. The customer stated that she had been hospitalized and the pump was taken off and the battery died. The customer stated that it could have been a hypoglycemic event but she was disconnected from the pump.